Event description:
Thread seal when tightening the canulated screw into the calcaneal wail hole. Complaint on the reference : (B)(4). - FDA equivalence : (B)(4).

Event description:
Thread seal when tightewing the canulated screw into the calcanail wail hole.complaint on the reference : (B)(4) - FDA equivalence : (B)(4).